Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 40 mg/dl. The patient was acting out of character. The patient¿s co-worker noticed that she was not right. The patient was snippy and aggressive. She was uncooperative, so they took her to the emergency room. For treatment, the patient was given juice. The patient was discharged after a couple of hours. The pod was discarded.